Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the dynamic compression plate - dcp broke approximately 6 months post-op. On (B)(6) 2011, following an automotive accident, a patient was implanted with a dcp plate. Approximately 6 months later, the plate broke. On (B)(6) 2012 the plate was revised to a new dcp plate.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The product has not been returned at this time.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. A manufacturing and/or product investigation could not be performed as no product was received. A review of the device history records has been requested.